Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "free silicone", observed during ultrasound and mammography. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Healthcare professional reported right side rupture and "free silicone", observed during ultrasound and mammography. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. And "free silicone" observed, during ultrasound and mammography. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed.